Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the access® 2 immunoassay system for one patient. A patient sample when tested gave an accutni result of 1.6ng/ml. A second sample from this patient gave a result of 14.0ng/ml. The result of 1.6ng/ml was reported outside of the laboratory. Upon repeat, both the samples gave results of 0.03ng/ml and corrected reports were issued. A third sample drawn from this patient when tested the next day gave a result of 0.14ng/ml and repeat results of 0.19 and 0.11ng/ml. Customer also sent this sample to a reference lab which resulted as 0.06ng/ml. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples were li heparin plasma collected in a pst tube and centrifuged for 5 minutes at 3500 rpm. Qc was within specifications on the day of the event. Customer ran a system check which failed. Bci hotline recommended the customer to perform weekly maintenance and a special clean prior to repeating the system check following which the repeat system check passed. A field service engineer (fse) was on-site in 2009: (a) the initial system check passed. Fse removed and cleaned the wash wheel and replaced all roller mixer bearing assemblies. Qc and precision run both passed within specifications. (B) fse returned on-site the next day. The initial system check failed and passed after fse rebuilt the pump seal. Qc was within customer's established ranges. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.